Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed and fell into the patient. The same event occurred in the second device as well. A covidien¿s device was used to complete the case. There were no adverse consequences to the patient.